Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that at least 21 applications were performed with balloon catheter 2af284, with lot number 22078, without any issue on the date of the event. Clinical issues were encountered during the case. There is no indication of relation of adverse event to the performance of the cryo device. The mapping catheter was not returned for product analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryo ablation procedure that was completed with cryo, the patient was unable to articulate properly. Upon visiting the hospital again, it was observed that the patient had a speech impediment and behavior disorder. Magnetic resonance imaging (MRI) was performed, and it was noted that there was infarction in the occipital lobe, cerebellar and left parietal lobe. In addition, trace bleeding was noted surrounding the left parietal lobe due to reperfusion after the infarction. The patient currently has motor and speech impediment, and was in rehabilitation. A thrombus was suspected. It was noted that it was possible that the thrombus was adhered to, or remained on, the proximal side of the balloon. The patient remains hospitalized. No further patient complications have been reported as a result of this event.